Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a 570:320:654:0000 failure code. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 570:320:654:0000 was confirmed in the pump's event history. The assignable cause was determined to be depleted main batteries. Therefore, the main batteries and battery harness were replaced to fix the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.